Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s outer layer was delaminating, and a replacement was arranged while blood glucose remained unaffected. Symptoms included no clinical effects. Outcomes included no impact on health or activities. Investigation included review of the reported condition through customer interview and logistical assessment for replacement and return. Investigation of this case revealed a suspected enclosure integrity issue associated with the pump housing, with no impact to device function at the time of report. It was concluded, based on previously established findings for similar reports, that the cause was component wear or cosmetic damage unrelated to therapy performance.